Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200 mm in length thoracic aortic aneurysm. The patient had a penetrating ulcer in zone 3 <(>&<)> 4. The non-aneurysmal proximal neck is 30 mm in diameter. It was reported that the devices were successfully implanted. However, a proximal type I endoleak was confirmed on the greater curvature side of the distal arch. The cause of the endoleak is undetermined. The physician is monitoring the patient. No additional clinical sequelae were reported and the patient is fine.